Event description:
It was reported that the doctor found cuff leakage when using on patient. Then changed new one. There was no reported injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn#(B)(4). A visual, dimensional, or functional inspection of the product involved in the complaint could not be conducted since the product was not returned. No additional test was performed. The verification of failure mode reported in the current manufacturing process could not be performed due to product was not being manufactured. The device history review for the product et tube, sher-I-bronch, ls, 35 fr lot# 73a2100427 investigation did not show issue related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the doctor found cuff leakage when using on patient. Then changed new one. There was no reported injury.